Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had been experiencing high blood glucose levels ranging from 500 to 700 mg/dl. Customer stated that her skin's reaction to the infusion set adhesive was causing delivery blockage. Customer was sent a sample kit and a replacement infusion set. Blood glucose level at the time of the incident was 300 mg/dl. Blood glucose level at the time of that call was 326 mg/dl. The insulin pump was not replaced or returned for analysis.